Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left device appears to have migrated peripherally 1.5 cm lateral of left cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, vaginal discharge, uterine leiomyoma and abnormal uterine bleeding outcome was unknown and the pelvic pain, abdominal pain, heavy menstrual bleeding, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes discrepancy noted in essure insertion date as per mr ; (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2011: the left device appears to have migrated peripherally with the proximal beat probably 1.5 cm lateral to the expected location of the left cornua. No contrast enters the fallopian tubes and no contrast extends into the peritoneal cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information , lab data, other relevant history , event: " the left device appears to have migrated peripherally 1.5 cm lateral of left cornua" added and rcc was updated. Event abnormal uterine bleeding and uterine fibroid added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal). Outcome of event pelvic pain, abdominal pain, menorrhagia, fatigue were updated. Concomitant drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left device appears to have migrated peripherally 1.5 cm lateral of left cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and uterine fibroid. Concomitant products included medroxyprogesterone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, vaginal discharge, uterine leiomyoma and abnormal uterine bleeding outcome was unknown and the pelvic pain, abdominal pain, heavy menstrual bleeding, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: medical leave related to essure: yes discrepancy noted in essure insertion date as per mr ; (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2011: the left device appears to have migrated peripherally with the proximal beat probably 1.5 cm lateral to the expected location of the left cornua. No contrast enters the fallopian tubes and no contrast extends into the peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: medical leave related to essure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received:case became incident. Patient date of birth and product stop date added. Event injury nos deleted and events dysmenorrhea,dyspareunia,pelvic pain,abdominal pain,menorrhagia,vaginal discharge,fatigue were added. Reporter details updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.